Event description:
Respiratory therapist noticed that abg kit was defective where the needle is screwed into the hub. Defective kit has an oblong hub, which should be round. The hub does not seal well, preventing blood from entering the syringe as it should and provides a chance for the sample to become contaminated with air. All abg kits with lot # k107504 were pulled from the current inventory. Respiratory therapist found an abg kit that had the round hub. This kit with the round hub was used to draw the blood sample. No pt harm.